Event description:
Surgeon used the linear stapler on the uterus. The first firing of the stapler was good. The second firing misfired. We opened new package of linear stapler. Surgeon fired the stapler. The new stapler misfired also.